Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the issue of splatter was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the functional check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "at the end of the blood collection, during the maneuver of securing the needle, blood droplets were projected onto the hands and the work surface. Conservative measures: disposal of the dm in dasri. Cleaning of the hands with water and soap. Isolation of the batch for the duration of the investigation."